Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise. Oversensing was observed on both the right atrial (ra) and right ventricular (rv). There was no asystole greater than 2 seconds, but there were inappropriate atrial tachy response (atr) episodes stored. In addition, the rv pace impedances recently went from 300 ohms to out of range values of less than 200 ohms. There has also been a change in amplitudes and undersensing on the ra lead. At this time, the products remain in service. No adverse patient effects were reported.